Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a lead integrity warning and received inappropriate therapy due to noise and sensing integrity counter (sic) on their right ventricular (rv) lead. Additionally, the lead showed non-sustained tachycardia episodes, t-wave oversensing (twos), ten second pauses, and a possible fracture. The lead detection was turned off and later the lead was replaced. No further patient complications have been reported as a result of this event.